Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the insulin pump alarmed no delivery over a period of four days. The customer's blood glucose was 250 mg/dl. Troubleshooting was performed. During the 5.0 unit fixed prime step, insulin did not exit the tubing and the insulin pump alarmed no delivery. During the manual pushing of the insulin with the plunger, once again, insulin did not exit the tubing, and there was greater than normal resistance with the plunger push. The customer changed the infusion set and the reservoir to another lot number. Also, they changed the insulin and the insertion site of the infusion set. A bolus was successfully delivered. Nothing further was reported.